Event description:
It was reported that 6 cassettes from lot number 4046848 have leaking bladders within the cassette. Nurses tried filling them with air and they still seem to be leaking. Patient will try to use another lot she has on hand. No harm to the patient. No missed doses.